Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Inside magnets fall out/apart - oral-b toothbrush [device breakage]. Case narrative: consumer via phone reported that the inside magnet of brush head fall out and brush head fall apart. No injury was reported.